Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) the shunt system was returned to us submersed in an unidentified liquid via the provided returnkit. Result: first we performed a visual inspection of the shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability, adjustability, brake functionality and brake force. The valve operated as expected and met all specifications. The shunt assistant was also permeable, albeit with difficulty. Finally, we dismantled the valves. Inside the valves we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion to a limited extent. It is possible that the deposits observed inside the valves could have caused the malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.

Event description:
According to the complainant a progav was blocked postoperatively. The valve was implanted on (B)(6) 2017. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 170 cm.